Event description:
During aaa repair on (B)(6)2008, after the flex main body graft was opened and the wire guide was in the contralateral side, the physician tried to open the bare stent by removing the black trigger wire's release mechanism. After removing the white screw on the black ring, it was not possible to pull back the black ring from the system. While pulling back, the physician pulled down the open prosthesis in the aorta. After stabilizing the prosthesis with a coda balloon, the physician pulled the black ring using a lot of strength. After a while, the black trigger wire was released and continued on with the procedure. The endovascular stent graft was deployed with no further problems noted. Pt outcome is fine.

Manufacturer narrative:
Event evaluation: each zenith device is shipped with instructions for use that list the anatomical requirements, warnings, precautions, and correct deployment procedure. No product was returned to assist in this investigation. An internal clinical review indicated the event was caused due to deployment. The appropriate individuals have been notified and we will continue to monitor for similar events.